Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: every 3rd needle is clogged.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause could not be determined and the complaint not confirmed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: every 3rd needle is clogged.